Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 21.6 mmol/l (389 mg/dl) less than 4 hours after the pod was activated and she noticed the cannula was out of her skin. There was wetness on the adhesive pad and she could smell insulin.